Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 450cc saline breast prostheses. Left breast prosthesis deflation was diagnosed during physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were found. No anomalies were found. The complaint was not confirmed since no anomalies were found on the device. The device history record (DHR) of lot number 7470294 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/20/2018, mentor became aware that as the result of the left breast prosthesis deflation, the patient underwent removal and replacement with mentor smooth round moderate plus profile 450cc saline catalog #3502450, lot #7553469, sn (B)(4) on (B)(6) 2018. On 5/3/2018, mentor also became aware that the patient had ptosis. In addition, there was also capsular contracture on the concomitant product: mentor smooth round moderate plus profile 450cc saline catalog #3502450, lot #7470294, sn (B)(4). Mentor also became aware that the concomitant product was explanted and re-implanted. Reinsertion of explanted devices is against the IFU for these devices. On 5/3/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).